Manufacturer narrative:
A replacement pump and transformer was sent to the customer. The product was received on (B)(4) 2014 and a product evaluation was completed on (B)(4) 2014, which determined the transformer to be breached. The cause of the breach in the rev n transformer has not been determined at this time. It is currently being investigated under (B)(4) . Evaluation summary: a visual examination of the power supply revealed the transformer housing was breached near the prongs, exposing inner electrical circuitry. A visual examination of the cord revealed no exposed wires. The power supply was not able to be plugged in so the voltage output across the dc plug was not measured. Resistance across the dc plug measured 0.760 m ohms, which indicates that there is not a short in the dc cord. The resistance across the ac blades measured 55.9 ohms, and indicates that the thermal fuse did blow.

Event description:
The customer reported to customer service that her pump in style breast pump turns off with her power cord. When the product was received back at medela on (B)(4) 2014, qe determined on (B)(4) 2014 that the transformer was breached, which is a safety risk.